Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to the caller for resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if any issues recurred. The caller acknowledged and understood the guidance.